Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's blood glucose was 387 mg/dl at the time of call. The customer's blood glucose was 522 mg/dl at the end of call. The customer stated that they treated the high blood glucose with manual injection and insulin pump. The customer stated that they were given IV drip during the hospitalization. The customer stated that they were vomiting. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues. The customer stated that they had few changes with the settings prior to the hospitalization. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.